Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was an accidental failure of the power supply.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the problem isolated to a faulty power supply.

Event description:
A user facility reported to olympus that the device would "not take a 180 probe anymore." There was no patient injury or harm, associated with the problem, reported to olympus.